Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose was 360 mg/dl. The customer's blood glucose was went from 306 mg/dl to 378 mg/dl and current blood glucose is 378 mg/dl, at the time of incident it was 270 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was not wearing insulin pump for less than 48 hours prior to hospitalization. The high pressure test was performed on insulin pump and insulin pump passed the test. The insulin pump will not be returned for analysis.